Event description:
The customer reported an unspecified air leak of the tube just after intubation. The patient was re-intubated with another (unspecified) tube. It was reported that the prior to use inspection had been done.

Manufacturer narrative:
The lot number is unknown therefore the date of manufacture can not be determined. The sample associated to this report is currently in transit to the manufacturing site for investigation. If significant information is identified from the investigation, a summary of the findings will be provided in a supplemental report.